Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing in the ventricular channel was observed. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the df4 connector pin. The proximal fragment (10.5 cm length) and a medial fragment (12 cm length) were received for analysis. The distal fragment including the rv shock coil and lead tip were not returned. The conductor coil and conductor cables of the fragments were not returned. The severe fragmented state of the lead probably resulted from the extraction procedure. Further analysis of the provided lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. Due to the missing distal fragment the root cause of the clinical observation could not be confirmed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.